Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a recent medical test/emi environment exposure. The patient had an EKG. It was reported the patient had a loss of therapy and they couldn't increase stimulation. The patient had more problems with their bowel yesterday and that was why they checked the device. The patient had only 1 accident but when they hit the increase button, it said they had to turn the interstim on. The patient synchronized and it said the stimulation was off on program 4 at 3.6 so they lowered it to 0.0v and then turned the stimulation back on. The caller raised the stimulation up to 3.4 and the patient then felt stimulation. They were going to try this setting and see if the symptoms would resolve. No further complications were reported as a result of this event.